Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device stopped working and did not alert. There is nothing in the audit logs. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A philips field service engineer was requested for an onsite visit; however, the customer cancelled stating no longer needed.

Manufacturer narrative:
Ei initial reporter address added state abbreviation ri. H4 manufacture date was corrected from 11/25/2006 to 11/27/2006. The customer requested on-site support, but later canceled the request stating no longer needed. Several attempts were made to reach out to the customer directly for additional information; however, there was no response from the customer. Based on the information available the root cause of the customer's issue could not be determined.